Event description:
On the evening of 6/9/94, six premature infants were noted to have elevated blood sugar readings. The elevated blood glucose was noted on a bedside device with concomitant blood sugar analysis in the lab. Beacuse each of these infants had hyperalimentation hung a few hrs earlier, the hyperalimentation bags were taken down, the pharmacy dept was notified, and the fluid was analyzed. Using the equipment available the dextrose levels were found to be higher than expected. MFR was contacted and evaluated the equipment, no defect was found. Hosp investigation was unable to identify the exact cause. Preventive steps have been initiated in the form of a qa monitor via daily studies of hyperalimentation fluids with regards to dextrose concentration. Add'l pt info: #1-07276165, #2-07304850, #3-07301732, #4-07302367, #5-07301971, #6-07302730.